Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; the wl in question had valid controls. Hologic product application specialist (pas) reviewed logs and confirmed the kinetics and control values indicated the results were strong positives; no contamination was observed. Customer eventually retested the same aliquots on the same panther, and they all repeated positive. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 317816 on panther instrument sn (B)(4) which had 5 suspected false positive results. Customer questioned these samples as they were all from one mtu on the panther. Customer eventually retested the same aliquots on the same panther, and they all repeated positive. The initial positive results were auto-faxed to patients, but the samples in questions were true positives; no adverse events were reported.